Event description:
It was reported that the cannula broke off in the patient while using the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter: a patient got a needle stuck in his arm after insulinization.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula broke off in the patient while using the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter: a patient got a needle stuck in his arm after insulinization.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-jun-2022. H6: investigation summary one open and eighteen sealed 31g x 8mm pen needle samples were returned from lot. No. 0028918, cat. No.320213. Visual examination was carried out on the open sample and a bent patient end and non patient end of cannula was observed. Visual examination was also carried out on the eighteen sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.